Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure green image was confirmed, and blue image was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reported malfunction image was green was caused due to charged coupled device was broken. The most probable cause of the reported malfunction identified during the investigation was traced to component failure. Since the device malfunction blue image was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic had green and blue image. The event had occurred during inspection for use. There were no reports of patient involvement.